Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in oman. It was reported that on (B)(6) 2024, hamilton-t1 sn (B)(6) failed during selftest. Error read hardware component eeprom during self-test. Start-up was not possible with continuos audible alarming. The eeprom of one or more components couldn't be read via smbus. Smbus2: qvent sensor, pressure sensor board, option board, driver board (battery management). Smbus3: qo2, front panel board, control board (power management), driver board (eeprom). As per preliminary analysis, potential root causes associated to the reported issue could be related to: short circuit between gnd and data clock of sm bus (damaged ffc cable or connector / contact problem). Defective electronic component in: control board. Driver board. Pressure sensor board. Front panel board. Option board. Esm board. In case the technical state cannot be read out from the eeprom of a component, the unit will fail in self-test and alarm with "technical state failed". Other technical faults will appear as after effect. The hw version will display the part* which causes the problem, highlighted in red. If the communication bus to the eeprom is interrupted, the first part of the communication will bed is displayed. This part is not absolutely the problem causing part. Check the cable connection and replace the defective component if necessary. The clean-up button also appears but has no function in this case. Except the flow sensor air and o2 as well as the o2 cell. If one of these three components cannot be read, the part will not be listed in the hw version tab. Accordingly, the following correction shall be considered: check cables and connectors for proper connection. Inspect connector / ffc control board to driver board. Also send the error.log and instrument report to technical support for analysis. Replace the affected board/component. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 07 february 2024 from a customer in (B)(6). It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6)) failed during selftest. Error read hardware component eeprom during self-test. Start-up was not possible with continous audible alarming. The eeprom of one or more components couldn't be read via smbus. Smbus2: qvent sensor, pressure sensor board, option board, driver board (battery management) smbus3: qo2, front panel board, control board (power management), driver board (eeprom). As per preliminary analysis, potential root causes associated to the reported issue could be related to: short circuit between gnd and data clock of sm bus (damaged ffc cable or connector / contact problem) defective electronic component in: control board, driver board, pressure sensor board, front panel board, option board, esm board. In case the technical state cannot be read out from the eeprom of a component, the unit will fail in self-test and alarm with "technical state failed". Other technical faults will appear as after effect. The hw version will display the part* which causes the problem, highlighted in red. If the communication bus to the eeprom is interrupted, the first part of the communication will bed is displayed. This part is not absolutely the problem causing part. Check the cable connection and replace the defective component if necessary. The clean-up button also appears but has no function in this case. *except the flow sensor air and o2 as well as the o2 cell. If one of these three components cannot be read, the part will not be listed in the hw version tab. Accordingly, the following correction shall be considered: check cables and connectors for proper connection. Inspect connector / ffc control board to driver board also send the error.log and instrument report to technical support for analysis. Replace the affected board/component. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.